Event description:
Pt fell and fractured femoral bone. Surgeon swap out implants while repairing bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.